Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations and potential causes of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this system, noise was observed on the rate/sense channel. All diagnostics were stable. No adverse patient effects were reported.